Event description:
The customer reported an abbott diabetes care (adc) application issue and therefore the glucose alarm did not sound. As a result, the customer experienced "incoherent speech," a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (firefighters) who provided a sugar compote and a glucose perfusion intravenously as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported incompatible device. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application.. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an abbott diabetes care (adc) application issue and therefore the glucose alarm did not sound in use with samsung a34 5g, os 14, app version 2.12.0.11314 .as a result, the customer experienced "incoherent speech," a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (firefighters) who provided a sugar compote and a glucose perfusion intravenously as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.